Event description:
A hospital in a foreign country reported via a distributor that the heater wire adapter on the expiratory tube of an rt100 adult dual-heated breathing circuit could not be connected. It seems that the pin for the heater wire was bent. This event was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in aforeign country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: an attempt was made to insert a heater wire adapter to the heater wire plug of the rt100 breathing circuit. Results: one of the pins on the expiratory tube was slightly bent making it impossible for the heater wire adapter to be inserted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in 05/2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejecting of damaged heater wire pins. This event occurred after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in adult breathing circuits has a rate of occurrence worldwide of 9 ppm in the last year to 11/2008.